Event description:
The facility representative reported a flogard infusion pump that had an f-38 alarm. It is unknown at which process step or in which care area this event occurred. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during on-site device evaluation. The force sensing resistors were found to be damaged. The fsrs were replaced in order to resolve the reported condition.